Event description:
Boston scientific reeived inforation that this transvenous right atrial (ra) lead is fractured but has not been removed from service. The associated device had been re-programmed as a result. There were no adverse patient effects reported by the medical personnel who repoted these clinical observations.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. If new information were to become available, this report will be further evaluated and updated.